Event description:
It was reported that the right ventricular (rv) lead recorded high threshold and high impedance values. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193-88 lead, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006. (B)(4).